Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the completed investigation. Although the device was returned, the clip was found missing, therefore the customer's reported issue could not be confirmed. Based on the results of the investigation and available information, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy the clip wouldn't release from the sheath outside the scope tip, leading to three unsuccessful clip changes. The bleeding eventually stopped on its own without any clip being used. No harm reported.